Event description:
Pt reported that the pt's one touch profile meter was missing segments on 2 days in 2001. Pt took an unknown baseline dose of insulin to cover self. Subsequently, the pt returned the meter to lifescan and used a member's one touch meter, till the pt received a replacement meter from lifescan. The pt did not report any adverse events, and no medical advice/treatment was given.